Event description:
It was reported to boston scientific corporation that "immediately after surgery" performed using an uphold vaginal support system around (B)(6) 2010, the patient presented with "butt pain." The physician reportedly prescribed ibuprofen and percocet for the pain (dosage and duration of prescription unknown). The patient is reportedly "better" at three weeks from the onset of the pain, which has "mostly resolved." It was also reported that the "sui and cystocele resolved." (Relationship of the sui to the uphold device or its placement procedure is unknown). No further intervention is planned by the physician.

Event description:
It was reported to boston scientific corporation that the physician believes the uphold vaginal support system caused the patient's buttock pain.

Manufacturer narrative:
The initial report inadvertently omitted information that has now been entered into 'describe event or problem'.

Manufacturer narrative:
Age at time of event: though the patient's exact age is unknown, she is reported to be over 18 years of age. Though the exact date of implantation is unknown, the complainant indicated that the device was implanted around (B)(6) 2010. Though the lot# of the device is unknown, the complainant indicated that the device was not used past its expiration date. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.